Event description:
A distributor complaint was reported involving a broken pump screen. There was no information provided about the customer's blood glucose level. The device is no longer under warranty, and there were no additional details provided regarding any corrective actions taken by the customer or technical support.